Event description:
It was reported when the devices were used during a colectomy, the colon on the patient side was partially cut. The surgeon felt the edge of the reload created the cut. The common opening was hand sewn.